Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 ¿ the method code should have been 4111 - communication/interviews rather than 4114 - device not returned. Section h10 - manufacturer narrative should have been following: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31605, related manufacturer reference number: 1627487-2020-31606. It was reported the patient¿s ipg had migrated following recent trauma. The lead at s1 vertebral level had pulled out of place due to ipg migration. In turn, surgical intervention was undertaken wherein the ipg and the lead was explanted and replaced. During revision surgery on (B)(6) 2020, physician implanted a new lead at l4 vertebral level for better therapeutic coverage. This addressed the issue.